Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an active meter, compared to a professional meter, within 10 minutes: 172 mg/dl (active) and 85 mg/dl (pharmacy meter). Results were obtained using the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.